Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. It was reported that the rod was broken. No further details are known at this time.

Manufacturer narrative:
Updated information: "rod broke a few months post-op. Surgeon did x-ray after patient complained of leg pain. Patient is recovering after fusion and will continue with follow up."

Event description:
Updated information: "rod broke a few months post-op. Surgeon did x-ray after patient complained of leg pain. Patient is recovering after fusion and will continue with follow up."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.